Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: none. It was reported that the initial procedure took place in 2007 with two rx xience v stents. Pt was rehospitalized with symptoms of angina. A diagnostic coronary angiography was performed in early 2008 during which balloon angioplasty was performed, and another company's stent was deployed in the target vessel. Symptoms were resolved. No additional event or pt info is available.

Manufacturer narrative:
The second xience v stent indicated in b5 and d11 is being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident info. Angina and restenosis, as the IFU and ram states, are known adverse events associated with coronary stenting. The hospitalization was the result of the angina and restenosis which were treated with the deployment of another stent. There was no reported device malfunction therefore, does not appear to be any indications of a stent delivery system quality problem. Angina and restenosis are not typically an indication of a sds quality problem. A conclusive root cause cannot be determined.